Event description:
It was reported that during a pulmonary vein isolation procedure, after completing successful ablations in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) with partial of pw, the farawave pulse field ablation catheter was placed in the right superior pulmonary vein (rspv) when the catheter was deployed, and a cobra shape was observed. Troubleshooting consisted of retracting the catheter into the sheath, rotating the catheter to fix the spline inversion and the catheter was redeployed but the issue reoccurred. The catheter was withdrawn from the body and the splines were visibly inverted upon withdrawal. The splines were manually un-inverted, and catheter was redeployed in the rspv. During ablation, while repositioning the catheter, the non-boston scientific guidewire became stuck and was unable to be moved. The catheter was successfully withdrawn from the patient. Upon catheter withdrawal, no tissue was observed at the tip of the catheter or guidewire. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. Additionally, fluoroscopy was used during the procedure and heparin was provided pre-transeptal. There were no issues observed when flushing the catheter. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section h6 evaluation conclusion codes. The guidewire entrapment, and material twisted or bent could not be conclusively confirmed due to the lack of product return. The secondary allegation of spline inversion could be confirmed per event description and is a well-known anomaly. The reported guidewire entrapment was not confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, after completing successful ablations in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) with partial of posterior wall, the farawave pulse field ablation catheter was placed in the right superior pulmonary vein (rspv) when the catheter was deployed, and a cobra shape was observed. Troubleshooting consisted of retracting the catheter into the sheath, rotating the catheter to fix the spline inversion and the catheter was redeployed but the issue reoccurred. The catheter was withdrawn from the body and the splines were visibly inverted upon withdrawal. The splines were manually un-inverted, and catheter was redeployed in the rspv. During ablation, while repositioning the catheter, the non-boston scientific guidewire became stuck and was unable to be moved. The catheter was successfully withdrawn from the patient. Upon catheter withdrawal, no tissue was observed at the tip of the catheter or guidewire. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. Additionally, fluoroscopy was used during the procedure and heparin was provided pre-transeptal. There were no issues observed when flushing the catheter. The catheter was disposed and is not expected to return.